Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. Access was obtained via femoral artery. The 100% stenosed target lesion was located in a non-calcified and mildly tortuous left subclavian vein. The physician first predilated the lesion with a 4.0x40x135 wanda balloon and then exchanged it for a 7.0x40x135 wanda balloon. The first inflation was performed at 7 atmospheres followed by the second inflation at 10 atmospheres. On the third inflation at 15 atmospheres a balloon rupture was noted. The procedure was completed with a 7.0x20 135 wanda balloon. No patient complications were reported and the patient's status is good. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).